Event description:
User in or with others using non-sterile gloves, assuming they were powder-free. User's exposed areas became red, hot, itchy, and burning. User's eye lids swelled and became painful and the user also had a sore throat. Hives on the face were also experienced. User called the 1-800 on the glove box and the MFR claimed that there was powder on the glove. The box labeling clearly stated there was no donning powder. A second box (same type) stated powder free polymer interior.